Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, the balloon ruptured at below the nominal pressure. The device was completely removed and the procedure was completed with a 2.75mm emerge balloon. No patient complications were reported and the patient's status was good.